Event description:
One yr after surgery, rptr had cellulitis, hospitalized 6 days. She cannot sleep without medications due to pain. She can feel the hardware move in her back. She complains of nerve damage in left leg & constant severe cramps in left leg. She has pressure in her back, severe pain in both legs, aching, bladder infections. She is depressed, financially ruined. Half her left leg is numb. She did not know the dr was putting screws in her back. She was lied to. Her family is financially ruined trying to save her financially. He credit is ruined. She was guaranteed back to work after surgery. He guaranteed this would cure her & guaranteed a 99.9% success rate. She was suicidal before she was put on fenyanyl patch. This does not take her pain away at all. She can not stand or sit without pain. She's in chronic pain all the time. She was told this was experimental. Permanent nerve damage. The dr told her she had to quit smoking, so she did for 5 months after surgery. She started again because she has been in so much pain.